Manufacturer narrative:
Analysis was performed on the returned device. The reported unintended system motion (plunger was about to come out of the device) could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported event appears to be related to the plunger removed prior to depressing to deploy the needles. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) and thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, the guidewire was in the anatomy and the proglide device was partially advanced over the guidewire when it was noticed that the plunger was about to come out of the device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22f and the evar and tevar procedures were completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.